Manufacturer narrative:
Insufficient information was available to determine if there was a delay in therapy; no response was provided during follow-up.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported while on a patient, the (tidal volume) vt would start fluctuating, vent alarming low vt. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.